Manufacturer narrative:
1/30/2018: during a follow-up, it was reported that no additional occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 260mg/dl. A system check was performed verifying the occlusion alarms and a crack/ damage was observed on the cartridge. A cartridge change was performed and insulin deliveries were resumed.